Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2016 with the following findings: investigation revealed visible rust/corrosion in the battery compartment. The battery compartment was cracked in multiple places and the battery cap threads were stripped; the battery cap was unable to secure properly. A test battery cap was used to complete investigation. Leak testing revealed a battery compartment leak. The pump casing was removed and there was evidence of internal moisture found. Unrelated to the original complaint, investigation revealed that the pump casing was cracked in the upper right corner of the display area.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.